Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie had issue. A technical support specialist (tss) contacted user to request a device inventory report and began investigating a cubie failure issue. Previous cases were reviewed, and a device inventory check was performed. A query was run in the database, and a report was attached to the case. After receiving permission from pharmacy staff, the tss proceeded with knowledge article "medstation es ¿ cubie pocket takes over position of other cubie pocket ¿ wrong pocket opens during dispense" and requested a new sample to assess hardware-related issues. User confirmed the issue was not isolated and affected multiple stations. Related cases involving ¿device not detected on bus¿ errors were identified. After consulting with the team lead, knowledge article cubie pockets opening incorrectly was recommended. Firmware was updated on the affected station, and monitoring began. Requested coordination with user, who confirmed the issue had not recurred post-update. After consulting with his supervisor, user approved closure of the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubies loaded were not recognizing correct medication. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubies loaded were not recognizing correct medication. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.